Manufacturer narrative:
It was reported that the entire foley catheter system (catheter and drainage bag) had to be replaced after leaking was noted coming from the sliding clamp of the drainage bag. The system was reportedly in place for approximately 15 hours prior to the issue being noted. Per report, no tests or treatment was required related to the reported event. There was no serious injury reported. It is reportedly unknown how the patient is doing at this time. Due to the reported drainage bag leaking and the need to replace the entire foley catheter system, this medwatch is being filed. The sample is not available to be returned for evaluation. A definitive root cause for the reported issue could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the entire foley catheter system (catheter and drainage bag) had to be replaced after leaking was noted coming from the sliding clamp of the drainage bag.